Manufacturer narrative:
A ge oec service representative investigated the issue and found issues with the software, image processing pcb and video switch. The customer declined to have the system repaired due to expense. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6600 fluoroscopy system was removed from storage and would not boot up.